Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned results for 1 patient sample tested for elecsys ft4 iii (ft4 iii), elecsys tsh (tsh) and elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to the accuraseed instrument. The sample was submitted for investigation where discrepant results were identified for ft4 iii and ft3 iii between the customer's e801 module, the architect method and an e801 module used at the investigation site. The initial results from the customer site had been reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results. There was no allegation that an adverse event occurred. The customer's e801 module serial number was (B)(4). The e801 module used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 348359 with an expiration date of oct-2019. Calibration and qc data at the investigation site was acceptable. Based on the data provided, a general reagent issue can be excluded. All ft4 iii and ft3 iii results were within the normal reference range for the respective assay. Assays from different manufacturers, in this case architect, can generate different results. This relates to the overall setup of each assay, the antibodies used and differences in reference materials and standardization methodology. The investigation did not identify a product problem. The cause of the event could not be determined.